Manufacturer narrative:
No parts have been received by the manufacturer. Event problem and evaluation: on 17-nov-2016, a medtronic representative went to the site to test the equipment, but was unable to replicate the reported issue. The system booted normally into 2d mode with full x-ray capability. The system was then powered down. The j-7 connector was disconnected. The battery/charger voltages were checked at j-7, with results within specifications. Opened generator doors, and checked integrity of connectors to generator pcbs. Performed multiple startup/shutdown sequences; system performed to expectation. The mechanical test, imaging test and safety inspection all passed the system check-out.

Event description:
A medtronic representative reported that when the imaging system was booted up during a spinal fusion procedure, the image acquisition system (ias) began beeping. Re-booting the system did not resolve the issue, the ias continued beeping. The surgeon opted to complete the procedure without using medtronic imaging and navigation systems. A c-arm was used to complete the case. There was no reported delay to the procedure due to this issue, and no impact on patient outcome.